Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer called getinge tech support to ask if the iabp holds helium without a tank attached to it. Getinge tech support said yes and told the customer to order a helium regulator since the check valve was not working. The getinge service territory manager (stm) then called the customer and informed them that there is no check valve on the cs300 iabp and it is operating as designed. There was no problem with the iabp and the customer then cancelled the service call.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) helium regulator assembly needed to be replaced. The circumstance of the event is unknown; however, no patient involvement or adverse event was reported.